Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin was exiting the infusion set tubing "slower than normal". Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 310 mg/dl.